Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump had a blank display due to a faulty component on the mother board. Unable to verify the external flash crc error alarm or perform the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the blank display anomaly. The pump had a cracked case on the battery tube threads and minor scratches on the display window.